Event description:
It was reported that a patient presented with grade 3-4 degenerative mitral regurgitation (mr) and leaflet flail for a mitraclip procedure. An xtw clip was was prepared and used per instructions for use (IFU). During the 2nd grasping attempt, the anterior leaflet was entangled with the clip delivery system (cds) shaft and the cds couldn't be released. The clip was eventually implanted, leaflet insertion assessment performed per IFU and the clip released from cds. Post clip release from the cds, it was noted that the posterior leaflet partially fell out from the clip. Eventually, the clip detached from the posterior leaflet. A new clip (cds0702-xt lot- 30817r1095) prepared per IFU and implanted successfully, lateral to the 1st clip. At the end of the procedure, the mr was reduced to mild/moderate (grade 1-2). A day after the procedure, the mr grade remained mild/moderate and the patient was released from hospital. There were no adverse patient sequelae or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda and difficult positioning were unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.